Event description:
The report received from that affiliate indicated that during preparation for a percutaneous coronary intervention (pci), a crack in the hub of the 6 fr. Jr4 guiding catheter after it was removed from the package prior to use in the patient. Additional information received indicated the following: the hub crack was noted after prepping the product. There were no anomalies noted when the product was removed from the packaging. The product was not re-sterilized. The product was removed from the packaging by the hub and no anomalies were noted at this time. The product was prepped properly according to the instructions for use (IFU). The patient is male. The patient was admitted due to an acute myocardial infarction. The target lesion was the left anterior descending (lad). The lesion was reported to be a 70% stenosis. Prior to removing the product from the patient due to the reported product issue, the patient experienced ventricular fibrillation (vf). The guidewire, guiding catheter, and balloon catheter were removed at tis time. The lesion was not treated at this time. The patient/lesion will be treated at a later date. The physician did not relate the patient's adverse event (ae) of vf to the reported product issue but to the patient's condition: acute myocardial infarction (ami). No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13404825 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Fourteen (14) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13404825. The hub molding results were reviewed and no anomalies were found. Calibration records for molding machine was reviewed, and it was found that the equipment /tool were calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for molding machine equipment were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates.